Event description:
It was reported that the user experienced high blood glucose and attempted to correct by announcing a meal without eating while using the ilet system, which constitutes an improper method and involves the user interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to announcing meals as a correction, consistent with improper or incorrect procedure involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.